Manufacturer narrative:
Internal file number - (B)(4). If follow-up what type correction: device code 2017 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficult to insert due to clip becoming caught on the clip introducer (ci) resulting in the torn ci appears to be related to user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a tear in the clip introducer. It was reported during device preparation, the clip was difficult to insert into the clip introducer (ci). The clip was slowly pushed, however, resistance was felt. Excessive force was used and the clip eventually popped through the ci and the tip of the ci tore. Therefore, the device was not used. There was no patient involvement or clinically significant delay in the intended procedure. No additional information was provided regarding this device issue.